Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that the pump battery was intermittently depleting quickly. Customer's blood glucose ranged from 274-500 mg/dl. The customer reverted to manual injections for insulin therapy.